Event description:
It was reported while using bd ultra-fine¿ short pen needles 8mm x 31g (100 count) the needle broke. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported that the needle broke off in the rubber barrier of the insulin pen. Consumer is new to using pen needles, she requested assistance on how to use. Lot #: 2257034. Catalog #: 320109. Date of event: 08-21-23. Samples: available - sending mail kit.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot.

Event description:
It was reported while using bd ultra-fine¿ short pen needles 8mm x 31g (100 count) the needle broke. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported that the needle broke off in the rubber barrier of the insulin pen. Consumer is new to using pen needles, she requested assistance on how to use. Lot #: 2257034, catalog #: 320109, date of event: (B)(6) 2023, samples: available - sending mail kit.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.